Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx rx drug eluting stent to treat a moderately calcified and tortuous lesion in the rca exhibiting 98% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. It was reported that the stent could not free itself from the balloon. The inflation device was dialed to 14 atm, but the balloon did not inflate, and the stent was never deployed. When the device was removed from the patient, it was noted that struts were damaged. No resistance was encountered when advancing the device and excessive force was not used. The device did not pass through a previously deployed stent. No resistance was encountered when the device was retracted over the guidewire. No damage was noted to the guidewire when it was removed from the patient. No patient injury reported please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the device returned with numerous kinks along the hypotube. There were kinks along the distal shaft proximal to the distal tip. The stent had moved distally on the balloon. There was deformation to the stent wraps with raised struts there was residue present in the balloon and inflation lumen indicating the presence of a leak. Negative prep confirmed the presence of a leak, and on pressurisation of the device, water was visible leaking from the distal tip and the guidewire entry port. Visual inspection detected a leak site on the inner lumen. A leak site was confirmed proximal to the proximal inner shaft marker. The inner lumen material was protruding outwards and was jagged/uneven at the leak site. There were numerous kinks along the inner shaft. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.